Event description:
According to the rptr: the mesh was found torn. The pt experienced an abdominal wound dehiscence. Pt had to have emergency laparotomy and repair.

Manufacturer narrative:
(B)(4). Date of initial report sent: 09/14/2010.